Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
The customer reported that the light emitting diode (led) was not glowing. The device was not in clinical use, and there was no patient harm. The field service engineer examined the device and confirmed that the mains power light emitting diode (led) was not glowing. Additionally, the hold key was not working. The field service engineer found an error in the event log, indicating an unresponsive keyboard. The field service engineer replaced the power status overlay and the keypad overlay.